Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer treated high blood glucose level with insulin for high blood glucose event. The customer stated that they received power error alarm. Customer was able to successfully clear the alarm. The insulin pump will not be returned for analysis.